Event description:
On (B)(6) 2010, the lay user/patient's relative contacted lifescan (lfs) alleging that the onetouch ultra meter was reading inaccurately low compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/ patient or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2010 at noon. At an unknown time, the reporter stated the patient obtained a blood glucose result of "170 mg/dl". The reporter claimed the patient manages her diabetes with insulin (self adjuster); however, it is unclear what action, if any, the patient took regarding her diabetes management as a result of the alleged issue. Per the reporter, four to five hours after the alleged issue occurred, the patient experienced symptoms of dizziness, headache, and stomach pain. At 5pm, the reporter claimed the patient increased her insulin; however, it is unclear how much insulin the patient administered. It is not known if the patient tested with the subject meter prior to administering the insulin. For an unspecified reason, the patient went to the emergency room (ER) on (B)(6) 2010 at 5:15am. During the ER visit, the patient obtained a blood glucose result of "370 mg/dl" with the ER's meter at 6:00am and a health care professional (hcp) administered IV saline solution, an unknown type/dosage of insulin, and an unknown medication for stomach ache and headache. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose result was from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient received medical intervention from a health care professional after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.